Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise, oversensing and pacing inhibition on the right ventricular channel. X-rays were performed which were inconclusive. Reprograming of the device and a potential lead revision were discussed. This lead was explanted and another one was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise, oversensing and pacing inhibition on the right ventricular channel. X-rays were performed which were inconclusive. Reprograming of the device and a potential lead revision were discussed. This lead was explanted and another one was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.